Manufacturer narrative:
The device was received fully deployed. No timeouts, drive stalls, or alarms were observed in the download data. The patient history buffer (phb) data found the pod was observed not to be communicating with the continuous glucose monitor (cgm) for the entire run time which confirmed the user-reported pod and cgm communication issues. No damages or deficiencies were observed in the pod that would lead to a pod and cgm communication error. The exact cause of the observed pod and cgm communication error event could not be determined. The exposed portion of the soft cannula was observed to be flattened. During the investigation, this damage did not prevent fluid from exiting the distal tip of the soft cannula and no signs of leakage were observed during the leak test. The data downloaded from the device did not show any timeouts or drive stalls during the run. Although the cannula was damaged, the timing and cause of the damage is unknown. The flattened cannula did not contribute to the reported event. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown. Omnipod software app version: 3.1.5-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient's blood glucose level rose to over 13.9 mmol/l (250 mg/dl) while wearing the pod between 5 and 24 hours. Investigation of the pod found that the cannula was damaged. The device was originally reported for a communication error during operation.